Event description:
It was reported that the high-definition liquid crystal display monitor emitted smoke, and subsequently, it would no longer boot even when powered on. The issue was identified during setup. There were no reports of patient harm

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.